Event description:
An implant card reported that the patient had generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The hospital reported that the explanted devices are not being returned. The products were discarded.

Event description:
It was reported that a high lead impedance message was observed on system diagnostic testing. It was reported that the patient had a fall recently, so it cannot be ruled out that this may have contributed to the high lead impedance. The patient reported that there were no findings from the x-rays taken to assess the vns system continuity. The patient remembers falling and hitting her face/head in mid-(B)(6). She reports fracturing her right distal clavicle. Surgical intervention is likely, but it has not occurred to date. A copy of the patient¿s ap and lateral chest and neck x-rays were received by the manufacturer for review. Based on the x-rays received, the cause for the reported high impedance cannot be determined. There was nothing seen that would indicate there was any damage to the generator or lead causing a high impedance condition; however, the presence of a micro-fracture in the lead cannot be ruled out.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.